Manufacturer narrative:
One 774f75 catheter with attached monoject 1.5 cc limited volume syringe was returned for evaluation. The reported issue of no balloon being present on this catheter was not confirmed. The balloon was present and there was no visible damage observed. All through lumens were patent without any leakage or occlusion. There was no visible damage observed on the catheter body. This event is no longer considered reportable and a corrected supplemental report is being submitted.

Manufacturer narrative:
The device is anticipated to be returned for evaluation but has not yet been received. A supplemental report will be forthcoming when the investigation is completed. A device history record review was unable to be completed as the lot number is unknown. The full UDI number is not available, as the lot number is unknown. The primary device identifier (di) number was provided. Additional product codes: dqo catheter, intravascular, diagnostic, dqe catheter, oximeter, fiberoptic, kra catheter, continuous flush.

Event description:
It was reported that before use in a patient, it was detected that there was no balloon present on this swan-ganz cco catheter. No further information could be obtained. There was no patient injury or complications reported.